Event description:
It was reported that the patient received inappropriate therapy due to the right atrial lead noise. The device was reprogrammed and the noise could not be reproduced. Several auto mode switch episodes were noted; the device was reprogrammed.

Manufacturer narrative:
(B)(4).